Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the lifestent 5f vascular stent system products that are cleared in the us. The pro code and 510k number for the lifestent 5f vascular stent system products is identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the sample was returned for evaluation. The returned catheter sample was found with separated safety slider so that the inner part was found loose inside grip and the outer part of the safety slider was separately returned; the stent was still loaded. The investigation leads to confirmed result for separation/ break of the safety slider at the melting joint. Based on the investigation of the provided information, the investigation is closed as confirmed for break of the safety slider at the melting joint. A manufacturing related root cause was considered. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instructions for use state: 'if excessive force is felt during stent deployment, do not force the delivery system. Remove the delivery system and replace with a new unit.', and 'examine the stent system to ensure it has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. If it is suspected that the sterility or performance of the stent system has been compromised, the device should not be used. Verify that the safety lock slider is still in the locked position.' H10: b5, d4 (expiration date: 10/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during stent placement procedure via anterograde puncture of common femoral artery, the lock was allegedly damaged and it was not possible to remove it. The procedure was completed by using another device. There was no reported patient injury.

Event description:
It was reported that during stent placement procedure, the lock was allegedly damaged and it was not possible to remove it. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us, but is similar to the lifestent 5f vascular stent system products that are cleared in the us. The pro code and 510k number for the lifestent 5f vascular stent system products is identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. D4 (expiration date: 10/2025). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.